Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female underwent primary breast reconstruction with 400cc mentor memorygel breast implants and experienced rupture on the left side and gel bleed on the right side postoperatively. The patient also experienced several unexplained systemic symptoms described as autoimmune-like symptoms. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2021. This report is for the patient's left-side device.